Event description:
The customer reported that while the unit was in use on a pt, the unit's motor speed varied and then shutdown and started up again. The unit also displayed intermittent "pneumatic drive alarm" and "low vacuum" message. The pt was switched to another unit and therapy was continued. No pt injury was reported.